Event description:
It was reported that the patient received a shock from an electrical fence and shortly afterward the device was depleted. The patient had a loss of stimulation/therapeutic effect and it was unsure whether the battery depletion was due to the shock or normal use. Communication between the device and the programmer was no longer possible. There were no patient symptoms/injuries related to this. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was implanted in (B)(6) 2009 and that the stimulation parameters were, in (B)(6) 2010, case positive and electrode negative, 90 microseconds, 160 hz and 2.5 volts. There was no information regarding the impedances. It was noted that the patient first ins lasted 5 years and this second one lasted only lasted 3 years. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found that both battery epoxy bonds were broken from the hybrid side, with no significant anomalies. Analysis found that the device underwent normal battery depletion.

Manufacturer narrative:
(B)(4).